Event description:
It was reported that a pump is alarming no disposable. Hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Gently tapped cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on and pump continues to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Powered pump off. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Brand name and common device name are unknown, no information provided to date.